Event description:
The pt reported out of range normal control solution test result with strip lot 16149b. This morning the pt opened the first bottle of test strips from the box and obtained a normal control solution test result in the 160mg/dl range vs a normal control solution range of 105-157 mg/dl. With the co rep, the pt obtained a control solution test result of 163 mg/dl. The control solution is is lot # v 1046, exp 9/98. The control solution was opened today. The pt shook it before he applied the sample. Also with the rep the pt obtained a check strip test result of 88 vs a check strip range of 75-101. The pt stores the test strips in the den.